Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete detect and treat testing) was isolated to the insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca board being shorted. The root cause for the shorted igbts was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was unable to complete detect and treat testing.